Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results while using architect total b hcg reagents. The following data was provided for the same patient. Specimen 1 (sid (B)(6)) initial (tested (B)(6) 2018) 78.61 miu/ml (positive), repeat (tested (B)(6) 2018) less than 1.20 miu/ml (negative). Specimen 2 (no sid provided) less than 1.20 miu/ml (negative). No adverse impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, instrument log review, labeling review, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed and compared to an established control limit and review indicated that the patient median result for the complaint lot was within the established control limits and performance was comparable to other lots in the field between april 1, 2018 and september 29, 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Describe event or problem section, results for an additional specimen were included.

Event description:
Results for an additional specimen were provided. Specimen 3 (sid (B)(6)) initial (tested (B)(6) 2018) 200.40 miu/ml (positive), repeat (tested (B)(6) 2018) greater than 1.20 miu/ml (negative).